Manufacturer narrative:
(B)(4). Batch # r5c05a. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/2 and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the laparoscopic resection of gastric stromal tumor surgery, after clamp the tissue, noted the cartridge slided from the jaw, customer suspect the cartridge's shroud were damaged, so could not lock/hold with jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.